Event description:
It was reported that the patient presented in the emergency room (ER) due to ventricular tachycardia induced by inappropriate capture from the pacemaker (pm). Upon interrogation, it was found that the pm exhibited under-sensing, causing pacemaker-mediated tachycardia (pmt). Programming changes were made. Patient condition was stable.